Event description:
Fail code 550, which occurred during pt use. There was no pt injury or medical intervention involved. Information was requested by baxter regarding specific pt information, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.